Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 409mg/dl. Troubleshooting was performed, and the driver support cap was sticking out for a couple of weeks. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion due to a protruded/loose drive support disk. Unable to perform the basic occlusion and prime test due to the protruded/loose drive support disk. A scratched lcd window, cracked reservoir tube lip and missing end cap sticker noted.